Event description:
I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Migraines; body aches/cramps; pain during sex; abnormal periods/heavy bleeding; miscarriage; weight gain/bloating; decrease in bone strength; I have been seen by 4 doctors. I have been diagnosed with the following conditions: migraines; I have had the following surgeries due to essure; total abdominal hysterectomy; open reduction internal fixation ankle; the device has been removed as of (B)(6) 2014; the device was/was not returned to the manufacturer. (B)(4).